Manufacturer narrative:
Product complaint # (B)(4). Initial medwatch had wrong device code.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:   added: h6 (no code available (3191) is used to capture the device revision or replacement). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Usfda MDR determination: usfda MDR determination: it is reasonable to conclude that the femoral component, patella, and tibial insert did not contribute to the loosening as it occurred at the cement/tibial tray interface. The concomitant product(s) are not the subject of tibial tray loosening, and would not cause or contribute to, the reported serious injury due to loosening of the tibial component. The femoral component is being reported due to femoral lytic cysts. The patella and insert will be reported due to osteolysis. Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted due to osteoarthritis. The patella was resurfaced, and unknown cement x2 was utilized. There were no surgical or postoperative complications reported. Revision of the right knee due to progressive pain as well as loosening and subsidence of the tibial component. Upon entering the knee, the surgeons identified and excised gray synovium. The migrated tibial component was loose at the cement to implant interface. The surgeons discovered sclerotic tibial bone secondary to tibial component migration. The femoral component was well-fixed but revised. The surgeon identified and excised some femoral lytic cysts during removal of the cement. The patellar component was well-fixed and retained. There was no reported product problem with the revised tibial insert. The procedure was completed without complications and the patient was revised with competitor products. Doi: (B)(6) 2013, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: d2b, d4 (catalog, UDI), g5. Corrected: d1, d2, d11. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.